Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated the device was having fio2 mismatch issues while in use on patient. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a review of the device logs confirmed the condition and indicated that the inspiration block required replacement. A technician was dispatched to the customers site to evaluate the unit. The inspiration block was replaced, resolving the issue.